Event description:
It was reported that during a hals nephrectomy procedue, the dr had clipped the renal artery, and may have put a clip on the renal vein. He attempted to staple the renal vein, using a new atw45. After firing the instrument, the surgeon discovered that the staples did not form in all three rows; the row closest to the knife/cut line did not form. This was on the kidney side. The staples on the pt side did not form properly. The instrument seemed to make a slight crunching sound when closing it, and upon opening it after it was fired, the two handles did not spring back as they should have in the open positon. Clips were used to complete the case. There was no pt consequence.